Event description:
Patient had syncope in 1988. Had another episode in 2004. Patient woke up on event date in 2005 with syncope. He reported to the doctor who did a pacemaker check. There was a short burst of ventricular tachycardia. Feels burning sensation in the chest, his heart had been racing in the last few months.